Event description:
Reporter reported via our distributor that a quantity of 2 rt212 adult breathing circuits malfunctioned continuously and did not provide heat after 2 days usage. They reported the problem was solved by replacing the breathing circuit with a new one. No pt consequence was reported.

Manufacturer narrative:
Electrical tests were performed on the returned device. Results: the heater wire in the inspiratory tube of the breathing circuit was an electrical open circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heaterwires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0022%.